Manufacturer narrative:
The reagent lot number is 801755. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable hba1c results for approximately 25 patient samples on a cobas c 513 analyzer. Five examples of patient sample results were provided. Patient 1: the initial result was 5.83%, and the repeated result was 11.93%. Patient 2: the initial result was 5.07%, and the repeated result was 6.68%. Patient 3: the initial result was 6.15%, and the repeated result was 5.11%. Patient 4: the initial result was 6.38%, and the repeated result was 5.44%. Patient 5: the initial result was 10.4%, and the repeated result was 7.19%. The samples were repeated because the clinician questioned the results. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The field service engineer found an issue with the solenoid valve assembly, causing the probe washes to be stopped and an issue with the wash stations for all probes. He noted the analyzer was covered in concrete dust. He cleaned the valves and adjusters, replaced the reagent probes, and performed adjustments for all of the probes. He checked the cuvette levels for proper adjustments, ran an instrument check, followed by calibration and qc, which all passed. The analyzer alarm trace contained multiple low reagent level alarms and other conspicuous alarms. The investigation determined that the service actions resolved the issue.